Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed the main circuit board had a leaky super capacitor. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the internal battery degraded warning alarm and revealed an error message (sf180) related to a battery charger fault. The internal battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board and displayed an internal battery degraded warning alarm. There was no patient harm or a serious injury reported as a result of this incident.